Event description:
It was reported via repair work order that the patient left lock bar strut was broken. If the lock bar strut is broken the chair may not be able to support weight which could make the chair unstable.